Event description:
It was reported that this pacemaker recorded pacemaker mediated tachycardia (pmt) and atrial tachy response (atr) episodes. The health care professional (hcp) requested technical services (ts) consultation of the stored episodes. The presenting electrogram (egm) showed the undersensing of a pattern of four intrinsic signals on the right atrial (ra) channel with only one of the signals was sensed by the device. Ts noted the pattern on the ra channel was suggestive atrial fibrillation (af) of 2:1 with several out of range atrial intrinsic alerts. Ts discussed with the hcp recommending device optimization after further device evaluation with the cardiologist to determine if the signals observed were patient intrinsic rhythm or noise. The device remains in service. No adverse patient effects were reported.